Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's blood glucose (bg) was decreased to 26-29 mg/dl; cause unknown. Subsequently, customer was treated in the emergency room (ER) with intravenous glucose drip and juice. Customer was released from ER after one day in stable condition and bg level of 399 mg/dl. Tandem technical support performed a full system check and found pump to be functioning as intended.